Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) had an activation interrupted message on the screen. The customer stated they were getting a c-34 error and tse confirmed the c-34 error on the iesu in the logs. Tse recommended rebooting the erbe; however, the issue persisted. The customer will use the covidien/valley lab force triad. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with third party generator. No patient injury or harm. This generator has been reported and called in 3 other times according to our robotic lead.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed, and the reported problem was able to be confirmed using remote fe c-34 hf voltage. Reported problem confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system and on startup unit displayed c-34 hf voltage.

Event description:
Refer to h11 for follow-up information.